Event description:
It was reported to philips a misalignment in the touch position occurred. There was no patient involvement or harm. This event was reported to have occurred during periodic maintenance (pm). There was no delay to therapy. The philips field service engineer (fse) confirmed the issue. Calibration did not resolve the issue. Following the evaluation of the device, the fse replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6).

Manufacturer narrative:
The touchscreen assembly was returned for failure analysis. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. Failure analysis was performed, no fault was found. The resistance measurements and resistance ratio test passed. The reported complaint of touchscreen failed was not duplicated.